Event description:
It was reported that during idiopathic ventricular tachycardia (idvt) on the 10th ablation on the right ventricle, the stockert generator suddenly cut-off with a sharp impedance rise over 200 ohms and with a high impedance error. No steam pop was heard by the physician. The ablation catheter was pulled out by the physician with no char or clot on the tip. The catheter was re-inserted by the physician to the patient and they continued to ablate. The caller noticed an impedance rise to 170 ohms and informed the physician to come off ablation. The patient systolic pressure dropped to 70's. Echocardiogram confirmed a small effusion. Pericardiocentesis was performed and less than 100 ml of fluid was removed. The patient was stabilized and under observation.

Manufacturer narrative:
The concomitant products: coolflow pump model# m-5491-02, serial # (B)(4); carto 3 model# m-4800-01, serial # (B)(4); stockert model# m-5463-01, serial # (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during idiopathic ventricular tachycardia (idvt) on the 10th ablation on the right ventricle, the stockert generator suddenly cut-off with a sharp impedance rise over 200 ohms and with a high impedance error. No steam pop was heard by the physician. The ablation catheter was pulled out by the physician with no char or clot on the tip. The catheter was re-inserted by the physician to the patient and they continued to ablate. The caller noticed an impedance rise to 170 ohms and informed the physician to come off ablation. The patient systolic pressure dropped to 70's. Echocardiogram confirmed a small effusion. Pericardiocentesis was performed and less than 100 ml of fluid was removed. The patient was stabilized and under observation. The returned device was visually inspected upon receipt and char was found in the tip section. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was also performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the small effusion and char remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.